Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and electrogram (egm) review was requested. Review of a ventricular episode from february 11 showed it was a no therapy event, however additional ra deflections were observed that did not appear consistent with physiologic noise. Ra impedance measurements were in the 600 ohms. It was noted that this lead was nearly 20 years old, and technical services (ts) recommended further lead evaluation. This ra lead remains in service. No adverse patient effects were reported.